Manufacturer narrative:
All operating currents were within specification. The insulin pump passed the displacement test and the self test. No unexpected blank display was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported via phone call that they had a blank display. The blood glucose reading is 140 mg/dl. Customer also states that the insulin pump is alarming.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.